Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Final analysis found insulation was abraded at 23.5 to 24.14cm and 25.5 to 25.9cm from distal tip. The abrasions were consistent with friction to another device or feature of the patient anatomy. (B)(4).